Manufacturer narrative:
The complaint investigation still in process. Suspect sample has not yet been returned to sheffield (B)(4). Sheffield (B)(4) is investigating this complaint under complaint #(B)(4).

Event description:
Customer complained that after using the product she got urinary tract infection (uti). She sought medical attention.